Manufacturer narrative:
The device was returned and is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device communicated appropriately with the programmer and paced and sensed normally. The battery status was elective replacement time (ert). To determine if the device was depleting normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
At this time the device has not been returned to boston scientific. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
Boston scientific received information that the patient with this pulse generator and lead presented to the clinic with no output from the device. Elective replacement indicator (eri) had been declared one day prior. There was no capture at maximum outputs and the device would not pace when a magnet was applied. A recent transtelephonic monitoring revealed normal device operation and a magnet rate of 90 beats per minute. The patient has had some long pauses but was asymptomatic. Technical services discussed that there was a potential device and/or lead malfunction. Device replacement was planned for the next day. The device will be returned and analyzed. No additional adverse patient effects have been reported.

Event description:
--

Event description:
--